Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a system required restart resulting in a loss of mechanical ventilation during pre-use checkout. There was no report of patient involvement.